Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl the previous day due to a bent infusion set cannula. The customer changed their infusion set but the high blood glucose continued. The patient treated via insulin pump therapy at first, but then began to use manual insulin injections. The patient's blood glucose was between 385 mg/dl and 420 mg/dl all of the previous day. The customer's blood glucose exceeded 380 mg/dl the morning of the call; the customer treated via syringe injection and their blood glucose had since decreased to 169 mg/dl. The customer did not experience any symptoms associated with hyperglycemia during the incident. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. The customer was able to prime with the current set as well; however, they mentioned that they had a bent cannula yesterday. The customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.